Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the burr became stuck with the guidewire. A 1.75mm rotablator rotalink burr and rotawire - ic were selected for use. During the procedure, it was noted that the olive got stuck on the cord and was unable to rotate. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.

Event description:
It was reported that the burr became stuck with the guidewire. A 1.75mm rotablator rotalink burr and rotawire - ic were selected for use. During the procedure, it was noted that the burr got stuck on the wire and was unable to rotate. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter address 2: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review if completed: a risk review was completed and confirmed that the event of stuck on wire and unable to activate rotation was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the DHR and reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. As the reported events do not indicate any device damages or failures during unpackaging, preparation, or testing, it was considered likely that the reported events occurred due to factors encountered during the procedure.